Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Additional device information unknown. PMA/510(k) number not available. Device manufacture date : unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor indicated that patient came to medical office with crown mobility and during check up it was noticed that the screw was fractured. The doctor attempted to remove the screw with the removal kit but the drill also fractured. The doctor decided to remove the implant.